Event description:
The partner of a (B)(6) male pt contacted a zoll territory manager to report that the pt passed away at 12:30 am on (B)(6) 2013. Zoll customer support contacted the pt's partner who then informed zoll customer support that the pt was treated by the device and wearing the device at the time of death. ECG analysis revealed the pt received two appropriate shocks prior to the time of death. The pt received a 150j treatment at 22:46:59. ECG shows vt at 250 bpm. The post shock rhythm was a sinus rhythm at a 80 bpm with nsvt. The second 150j treatment was delivered at 22:53:22. ECG shows vt at 240 bpm. The post shock rhythm wa a sinus rhythm at 75 bpm with nsvt. Approximately 20 minutes later the pt experienced a third vt episode. The response buttons were pressed intermittently, preventing the device from delivering a third treatment. The ECG files suggest that an external rescue defibrillation was delivered to the pt from another device at this time.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been investigated. Upon evaluation it was discovered that the driven ground resistor, r781, on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The root cause for the open resistor cannot be positively identified; however, external defibrillation applied while the pt was wearing the lifevest likely caused r781 to open. There is no evidence that the open resistor contributed to the pt's death, as the monitor was fully functional in the field and able to appropriately treat the pt twice. No evidence to suggest that lv caused or contributed to the pt death.